Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to shorted q12 and q16 components. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor would not power on.

Manufacturer narrative:
Additional information 04/21/2016: device evaluation of belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the belt failed incoming testing, as it would not communicate with a test monitor. Upon evaluation, there was thermal damage to the esd700 component. Root cause investigation for both the electrode belt and monitor damage is ongoing under internal corrective action. Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to shorted q12 and q16 components. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor. Device manufacture date: monitor: 10/21/2015, belt: 07/23/2015.

Event description:
On 04/21/2016 additional information : further investigation into this event indicates that the patient using this monitor at the time reported that the lifevest delivered a treatment. The patient was reportedly conscious and was able to press the response buttons when the alarms began, but became dizzy and weak and then was unable to press the response buttons. The patient was transported to the emergency room via ems where the patient's nurse reported that the blue defibrillator gel had been deployed. The download data and ECG data surrounding this event is unavailable due to the monitor damage. The patient's rhythm at the time of the reported event is unknown. It is unknown if a defibrillation shock was delivered. In addition, the electrode belt involved in this reported event was returned by the distributor indicating that it would not communicate with a test monitor. No adverse event resulted from the event. The patient continued use of the lifevest. --------------------------- a us distributor returned monitor sn (B)(4) and reported that the monitor would not power on.